Event description:
The customer contact reported that the device delivered more medication than indented. At 2300, the device was programmed to deliver magnesium sulfate 10 units/250 ml, at a rate of 250 ml/hr, with a vtbi (volume to be infused) of 500 ml, for a duration of 1 hour, and the delivery was started. At 0000, it was reported that the nurse assistant went into the patient's room to change the programmed rate to 55 ml/hr. At that time, it was noted the magnesium sulfate container was empty. The device was removed from clinical service. The physician was notified. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, it was noted that the device door roller pin was broken and the door roller was missing. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. The technology of the plum xlm list #11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm the programming of the device reported by the customer. This report represents all the information known by the reporter upon query by hospira personnel.